Event description:
On (B)(6) 2014, it was reported that the patient woke up with a blood glucose level of 505 mg/dl. The patient thinks his infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.